Manufacturer narrative:
Other, (secondary intervention). Evaluation codes, results: (endoleak), (disease progression with aortic neck dilatation). Conclusion: (disease progression with aortic neck dilatation).

Event description:
An aneurx ide stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. It was reported the recent CT demonstrated that the stent graft has migrated approximately 1 cm with a type I endoleak due to disease progression with aortic neck dilatation. (MFR 2953200-2009-00971) with a review of the implanted stent grafts it appears that two years post initial stent graft implant there was an aneurx aortic cuff (MFR 2953200-2009-00972) implanted and there was also a talent compassionate use talent aortic cuff which have migrated. The physician implanted two cuffs from another manufacturer. There are no additional clinical sequelae reported and the patient was reported to be fine.